Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery, the suture easily cut when doctors try to tie. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/05/2018. Additional information: attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/06/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance breakage suture. A winding former with a re-parked needle/suture piece were received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be were as expected; however, marks on the body needle appears to be by use of surgical instrument were noted. The suture piece was examined and end was cut. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch per the condition of sample received, the assignable cause of the breakage suture, suggest an improper handling of the sample.